Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 42 mg/dl at the time of the incident. The customer was at 163 mg/dl at the time of the call. The customer stated that their doctor messed up their pump settings, and they wanted to know what their settings were. The customer was treated for the low and their levels went to over 300 mg/dl. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer also states that they are pregnant and not keeping food down. The insulin pump will not be returned for analysis.